Event description:
(E)(1) reported that while delivering inhaled nitric oxide (ino) therapy to a pediatric patient using the (d)(4) device, the monitored nitric oxide concentration exceeded the target dose. According to the hospital report, the target dose was set at 1 ppm, and the monitored concentration was approximately 3 ppm. At the time of the event, the patient was undergoing weaning from nitric oxide therapy. The weaning protocol was continued, and the device was removed from the patient upon completion. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-u; rate 24, insp pressure 24, peep 6, pressure support 16.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly used for gas-delivery control was identified as the cause of the issue. Based on the results of the device evaluation and the information available, the manifold was replaced. The device subsequently met all manufacturer specifications for nitric oxide delivery, gas monitoring, and all other functional performance checks. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.